Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the impedances of contacts 2 ¿ 5 and 7 had high impedances of over 40,000 ohms. It was noted that electrode 0 was at 1090 ohms, electrodes 1 and 6 were at 28,000 ohms, and all the rest were under 1000 ohms. It was reported that the manufacturer representative was able to reprogram to get good coverage for the patient. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the cause of the high impedances was not determined but the patient was reprogrammed on (B)(6) 2018. There were no further complications reported or a nticipated.